Event description:
Reportedly, valve implanted, everything looked fine, took off cross clamp and the patient's ventricle enlarged with a lot of blood, unable to empty with lv vent. Saw on tee that there was torrential aortic insufficiency, specifically central regurgitation. When valve taken out, surgeon, leaflets no coapting. He doesn't know if dr distorted stent during implant or at explant to cause this incomplete coaptation.

Manufacturer narrative:
Evaluation summary: evaluation of the returned valve confirmed customer report. Incomplete coaptation found along with minor stent distortion and minor wireform to band separation. The surgeon noted when returning this valve to us, that he doesn't know if he distorted stent and wireform during implant of the valve or at the explant of the valve. Review of the device history records for this valve show that it passed all of our process quality inspections. Xrays taken of returned valve.